Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that after a spin with the imaging system the midas, passive planar probe, and thoracic probe were inaccurately showing 2mm deep on every level. The clinical specialist (cs) was able to replicate the issue after the case. The cs took a demo spin and confirmed the issue was still occurring. The cs then used another navigation system ((B)(6)) and also had the same issues, but stated instruments verified without issue and no geometry error was noted. The cs did not have additional instruments to test with at time of call. It was noted that the account was high volume. Reinstalling the software did not resolve the issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6), product ID: 9736411, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The s ystem performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.